Manufacturer narrative:
(B)(6). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee procedure the doctor broke the provisional, articular surface of the instrument by impacting it with a mallet. No patient consequences were reported as a result of the malfunction. Attempts to obtain additional information are in progress, however additional information is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned for further examination. Visual examination concludes that the tasp exhibits signs of repeated use and has fractured on the lateral side of the post all pcs returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.